Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress characteristics are consistent with clavicle/first rib crush. The reported oversensing, high impedance measurements, and brady pacing not delivered when required, is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that his rv lead was explanted due to cardiac x-ray confirmed fracture resulting in noise, oversensing, pacing inhibition greater than two seconds, and pace impedance measurement high out-of-range, greater than 2,000 ohms. Subsequently, a new lead different model was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated with pertinent information upon completion of analysis.